Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it's own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of angina, as listed in the promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2011, due to acute coronary syndrome the subject underwent the index procedure with the deployment of four promus drug eluting stents; one to the first obtuse marginal artery and three to the second obtuse marginal artery. Post procedure residual stenosis was 0% with timi iii flow. On (B)(6) 2011, the subject was discharged from the index hospitalization. On (B)(6) 2011, the subject experienced the event of chest pain, 183 days following the index procedure. Upon presentation, the subject complained chest pain of 2 days' duration. The subject stated that, he experienced chest pain while he was walking. On (B)(6) 2011, the subject was discharged. On (B)(6) 2012, the subject experienced the event of chest pain, 410 days following the index procedure. Upon presentation to emergency department (ed) the subject complained of chest pain, which started on previous night of this admission and lasted for about 4 hours. The subject also experienced subsequent episodes of intermittent chest pain throughout the day which improved with sublingual nitroglycerin (sln) and dilaudid in the ed. On (B)(6) 2012, the subject was discharged. No additional information was provided.